Manufacturer narrative:
Additional information: section d - expiration date; device available for evaluation; device returned to manufacturer, section g - date received by manufacturer; type of report, section h - device manufacture date; evaluation codes. The evoke cls was returned to saluda for analysis and passed all functional testing. The root cause of the reported inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result."

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. Prior to the explant, multiple reprogramming attempts were performed but unable to resolve the reported event. The patient had been implanted for 30 months and had not reported adequate pain relief since implantation. The evoke scs system was confirmed to be functioning as intended prior to the explant.